Event description:
The manufacturer was notified that a patient who had been using a rep dreamstation auto bipap device has passed away. The patient's wife contacted the manufacturer, stating that her husband had passed away and that she no longer required the device. Since the device had been used, the respiratory therapist informed the caller that it was not necessary to return the device. The caller inquired about the possibility of financial compensation, as she had heard about a settlement. Upon reviewing the x priority notification, the respiratory therapist confirmed that the affected device had not been returned. The caller indicated that she did not have any tracking information for the device, explaining that the durable medical equipment (dme) provider had taken possession of it. The caller was subsequently informed that philips' only remediation for the affected device was a replacement unit, which the caller acknowledged and understood. No additional details were provided, and there is no indication or allegation that the device caused or contributed to the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.